Event description:
Additional information was received from the customer. They reported that the inflation medium used for the balloon catheter was "50,000u bacitracin/liter of plasmalyte."

Event description:
Prior to use in the patient, the balloon was tested and it inflated and deflated without incident. While inside the patient, the balloon initially inflated without a problem but at some point "while in the brain, the surgeon had difficulty deflating the balloon and had to spend several minutes attempting to deflate the balloon. He was successful after multiple attempts to deflate. Following removal from the patient, the surgeon tested the balloon again and it inflated but it could not be deflated. At this time, the consequences are unknown but the patient has been closely watched from a neurological perspective."

Manufacturer narrative:
One fogarty arterial embolectomy was received, the inflation syringe was not returned with the catheter. The balloon latex and windings appeared intact. There was no visible damage observed from the catheter body. Balloon was inflated with 0.2cc air with a laboratory sample syringe. Balloon inflated clearly and concentrically. The balloon deflated within 1 second without the syringe attached. Balloon deflation was achieved within allowable specification. The balloon was deflated by removing the syringe. The reported defect was not confirmed, and there was no evidence of a manufacturing nonconformance. A review of the manufacturing records indicated that the product met specifications upon release. It could not be determined if some procedural or clinical factors contributed to the deflation difficulty reported. No actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been returned.